Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer experienced high blood glucose levels and got no delivery alarms prior to the event. The customer began feeling nauseous and was vomiting. When the infusion set was removed, the cannula was bent. The customer and hospital staff were uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.